Event description:
The pt was about to attach a single day infusor (5-fu/heparin/dextrose 5 in water), when he noted that it had leaked inside the pouch (ziplock bag) in which it was supplied. He threw this one away. He then opened another pouch and found that this one had leaked also. He called the facility requesting another infusor. Pt instructed to keep infusor, for facility rep to pick up and inspect.